Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored data. The hcp reported that the patient stated having received a jolt during the night. The hcp reviewed the device data, and no shock delivery was stored that correlated to the event. Upon review, the presenting electrogram (egm) showed a stored signal artifact monitor (sam) event and pacemaker mediated tachycardia (pmt) episodes. Further review showed that the respiratory rate trend (rrt) was disabled by the sam feature. Review of the pmt episodes showed that the pmt was falsely triggered and terminated by the pmt algorithm. The hcp stated that the patient will be scheduled for an in person visit so that the device could be reprogrammed. At this time, the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored data. The hcp reported that the patient stated having received a jolt during the night. The hcp reviewed the device data, and no shock delivery was stored that correlated to the event. Upon review, the presenting electrogram (egm) showed a stored signal artifact monitor (sam) event and pacemaker mediated tachycardia (pmt) episodes. Further review showed that the respiratory rate trend (rrt) was disabled by the sam feature. Review of the pmt episodes showed that the pmt was falsely triggered and terminated by the pmt algorithm. The hcp stated that the patient will be scheduled for an in person visit so that the device could be reprogrammed. At this time, the crt-d remains in service. No additional adverse patient effects were reported.